Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. We are working on UDI information, once we get more information it will be submitted in the supplemental. Concomitant products: carto 3 system, model #:m-4800-01, serial #: (B)(4). Smartablate pump, model #: m-4900-08, serial #: (B)(4). C3 ez steer cs with auto ID catheter, model #: d-1263-07-s, lot #: unknown. Reported either a lasso navigational catheter or a pentaray navigational catheter was in use, model #: unknown, lot #: unknown. Reprocessed soundstar catheter. Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. (B)(4).

Event description:
It was reported that a female patient, underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and the smartablate generator and suffered a esophageal fistula and a cerebrovascular accident which required medical intervention. An additional update was received providing that the patient expired. The patient's medical history was unknown. The patient had an atrial fibrillation procedure on (B)(6) 2015. During this procedure, a temperature probe was used and the temperature was set at 25 watts. There were no error messages observed on the biosense webster equipment during the procedure. The following weekend the patient was admitted to the hospital with fever, chest pain, stroke and with an esophageal fistula on the posterior wall. The esophageal fistula was confirmed by a CT scan followed by endoscopy. There were medical interventions provided however the extent was unknown. The patient did require extended hospitalization. On (B)(6) 2015 an update was provided that the patient expired. This death event is being reported under both the smart touch bidirectional catheter and the smartablate generator .

Manufacturer narrative:
(B)(4). It was reported that a female patient, underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and the smartablate generator. During the procedure, a temperature probe was used and the temperature was set at 25 watts. There were no error messages observed on the biosense webster equipment during the procedure. The following weekend the patient was admitted to the hospital with fever, chest pain, stroke and with an esophageal fistula on the posterior wall. The esophageal fistula was confirmed by a CT scan followed by endoscopy. There were medical interventions provided however the extent was unknown. The patient did require extended hospitalization. An update was provided that the patient expired. Issue is not related the device. No malfunction of device was reported. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures. The device was not shipped for service. Service was declined. Complaint was unable to be confirmed.

Manufacturer narrative:
The manufacturer date has been provided for this product on december 17, 2015. Therefore, we are now able to provide the full UDI number of (B)(4). Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2015 stating that it is thought that the date of death was (B)(6) 2015. (B)(4).